Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 128 mg/dl. The customer stated that the pump would not turn on. The customer was advised to insert new aaa alkaline batteries. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer stated that the contacts on the battery cap are not missing or damaged. The customer stated that the battery compartment is corroded. The customer stated that the spring is neither damaged nor corroded. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Unable to perform operating currents, self-test and displacement test due to blank display. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker and loose/shifted end cap sticker.